Manufacturer narrative:
The reported complaint was confirmed. Per the service repair technician, this is a non clinical unit that product development needs for testing and will be scrapped after the study. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr confirmed the unit is working within manufacturer's specifications with the exception of the leakage current. No repairs were made to the unit but a note was included in the service report that it failed leakage current testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the heater cooler failed electrical safety leakage current in the reverse ungrounded with a reading of 232 micro amps. There was no patient involvement.